Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 8781 lot# unknown serial# implanted: explanted: (B)(6) product type catheter product ID 8781 lot# 0219765257 serial# implanted: (B)(6) 2020 explanted: product type catheter product ID 8781 lot# unknown serial# implanted: explanted: (B)(6) 2020 product type catheter h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6: conclusion code 11 applies to the 8781 lot unknown catheter. Result code 3233 applies to the 8781 lot unknown catheter. Method code 4118 applies to the 8781 lot unknown catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned 8781 catheter (lot number unknown) was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. This did not impact the flow of the catheter. No significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, explanted: (B)(6) 2020, product type: catheter; product ID: 8781, lot#: 0219765257, implanted: (B)(6) 2020, product type: catheter; product ID: neu_unknown_cath, lot#: unknown, explanted: (B)(6)2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(4), ubd: 28-feb-2022, UDI#: (B)(4); product ID: neu_unknown_cath, serial/lot#: unknown, ubd: 28-feb-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 640,8 mcg/day via an implantable pump in flex mode. It was reported that the patient suffered from increasing stiffness and withdrawal symptoms in (B)(6) 2020 (no exact date specified). A refill was repeated to eliminate concentration issues, and the actual reservoir volume (arv) was congruent with the expected reservoir volume (erv). This was not, in the manufacturer representative¿s opinion, a case for an adverse event. They evaluated the system (especially the catheter), and everything worked. On (B)(6) 2020, a side-port evaluation was done using iopamiro, and neither an obstruction, kink, nor leak (including the connector) presented during x-ray investigation. It was noted that diagnostics/troubleshooting included ¿short-time eeg¿ before the intervention, and ¿24-hour eeg¿ after the intervention. An MRI showed no abnormalities. Flex mode was switched to continuous flow mode. It was also noted that an ¿urgent revision¿ occurred. Further information clarified that this ¿urgent revision¿ was actually the hcp making a ¿mini-opening¿ in the connector area as they were not sure if there was a leak (there seemed to be overlays in the x-ray due to human tissue). During the mini-opening, they prepared the connector free of tissue and ¿made an investigation¿ once with sterile saline water to watch if there would be a visible leak (and with iopamiro during x-ray-investigation). As there was no recognizable kink or leak, no other intervention/surgery (like changing parts or whole catheter) was necessary. After a while, the withdrawal symptoms got better, so the patient was able to leave the hospital. It was unknown if the issue resolved. However, the patient's status was alive, no injury. The physician supposed that progressive epileptic seizures may have led or contributed to the issue. It was later reported that on 2020-may-25, another refill was performed to eliminate concentration issues. The arv matched the erv. The patient¿s withdrawal symptoms decreased after a bolus was given. After the patient returned home in a stable status, on (B)(6) 2020, the patient experienced withdrawal symptoms (again). A ¿revision of the whole catheter¿ was performed on (B)(6) 2020. The pump segment was unintentionally destroyed while detaching the catheter from the tissue. The connector between the pump and pump segment was found to be in good shape (connected exactly with no leakage). All connectors were ¿sited exactly without any hint of leakage.¿ the marker of the catheter tip was shown on the x-ray. During the whole procedure, liquor was dropping. The physician tried to apply iopamiro through the remaining part of the catheter. The result was not clear, so the spinal segment was also changed. The catheter would be returned to the device manufacturer. The tip of the new catheter was placed a bit deeper than the old one (th07). The pump was not changed. On (B)(6) 2020, the patient still had withdrawal symptoms like massive spasticity, tachycardia, and massive sweating. The patient needed additional drugs for sedation (dexdor, perfusor, midazolam, chloralhydrat). It seemed there was ¿no efficiency of the pump¿/ ¿no effect of baclofen¿. At 11am on (B)(6) 2020, the patient was administered a bolus of 300 mcg for 45 minutes without any effect. A bolus of the same concentration was administered for 45 minutes in the afternoon again with only short-time effect. No clinical improvement was recognized. It was as if the pump was ¿jamming.¿ on (B)(6) 2020, the pump was filled with a lower dose of baclofen (0,5 mg/ml) to get a higher flow. The erv was 17,6 ml, and the physician was able to aspirate 18 ml. The patient now received oral baclofen per (4x 10mg/day). They saw a reaction, so they would increase the oral dose. The clinical situation of the patient did not get better. With the new concentration, the next refill would be on (B)(6) 2020. It was also noted that there was no alarm. It was also noted that with the stethoscope, there was no noise of the motor heard (but the hcp was not familiar with the ¿normal¿ noise of a pump). No ¿rotor click¿ or ¿mechanical noise¿ was heard. Also, during the single mode (940 ¿ 960 mcg/day) the patient had withdrawal symptoms, so they switched to flex-mode again to give the patient higher dose in the critical evening time. On (B)(6) 2020 a bolus was given via the access port as ¿lumbal punction was not working.¿ liquor could not be aspirated, but the physician administered a bolus of 150 mcg anyway. The physician used lioresal (same branding/manufacturer) from another hospital, but they did not track the charge/lot number. There was no reaction to this bolus (again). Bolus-delivery was easy without any resistance. It was further reported that the 24-hour eeg did not reveal epileptic seizures. There was no detectable reason for the patient¿s withdrawal symptoms as of (B)(6) 2020. Logs did not reveal any detectable issues. Reasons other than pump dysfunction were not found from the point of the patient¿s pediatric therapy. It was noted that the next steps may be a brain MRI and an investigation of the hip. There seemed to be a subluxation (¿additional or maybe causative problem)." As of (B)(6) 2020, the patient was ¿still in a bad situation / a little bit better, but they know if it was because of oral lioresal or all the other drugs he was getting (dexdor perfusor, midazolam, chloralhydrat).¿ it was further reported that the patient had a brain MRI on (B)(6) 2020 with no result. The patient¿s status was ¿a bit better, phase of relaxation alternating with stiffness (around 3-4/day) independent of the posture regarding to the liquor flow.¿ on (B)(6) 2020, a refill was performed, and the arv was exactly congruent with the erv. The next investigation would be a long-term eeg (longer than 24-hours) and a check of the blood count (patient suffered suddenly from thrombopenia and less of hemoglobin). The old catheter implant date was unknown. Information regarding the patient¿s weight and other medications was unavailable.